Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed and the pump performed as intended. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 370 mg/dl.